Event description:
Additional information was received and it was reported that at the pump refill appointment on (B)(6) 2013, 35 cc of medication was withdrawn from the pump; 4.2 cc was expected. It was determined that the pump was flipped. Following the revision, the patient had adequate pain relief.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that a catheter revision was done (B)(6) 2013 due to the catheter being split at the spine. They trimmed the piece that was kinked. The pump was delivering morphine. It was later reported that the patient had been experiencing an increase in pain. The catheter was spliced during the revision. Additional information has been requested, but it was not available as of the date of this report.